Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. The caller was able to successfully load a cartridge and resume insulin therapy however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.